Event description:
A customer contacted beckman coulter inc., (bci) regarding elevated ckmb results generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing produced a lower result within the normal reference range. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The specimen was collected in a plastic bd light green topped plasma tube with a gel separator. All three levels of ckmb qc have been within the customer's established ranges prior to and after the event. Service was offered by customer technical service (cts) at the time of the call but the customer decline to have an engineer on-site. A clear root cause has not been determined to date for this event.